Event description:
Summary of event issues: [redacted date] a potential issue with the clamp-style catheter connector used in our spinal epidural tray was brought forward today. There were two events this week where epidural catheters were unintentionally disconnected. Dr. [Redacted name] from the pain service reported that the first occurred tuesday ([redacted date]) during a bed/stretcher transfer, and this morning an immunocompromised patient of was also affected. Event #1 [redacted date]: patient received intra-op epidural and admitted to sicu for monitoring. During transfer from the or to a bed, epidural catheter became disconnected from alligator patient assessed and insertion site intact but external end of catheter no longer connected to alligator clip. Unable to reconnect catheter to alligator clip due to loss of sterility, therefor catheter had to be removed from patient. Patient needed to be started on a dilaudid pca for post-op pain management which is not ideal therapy for this particular post-operative course. Event #2 [redacted date]: patient received intra-op epidural and admitted to sicu for monitoring. Overnight patient's pain increased. Patient assessed and insertion site intact but external end of catheter no longer connected to alligator clip and found in patient's bed. Unable to reconnect catheter to alligator clip due to loss of sterility, therefor catheter had to be removed from patient. Upon assessment of the device it was determined that the alligator clamp would not hold the catheter in place. The catheter was rethreaded and alligator clamp closed, but when pulling on the catheter to assess securement, the catheter is able to be pulled out of the clamp. Patient crying in pain and required ivp hydromorphone until a new epidural catheter could be replaced. Device sent to or supply management for further investigation. Event #3 [redacted date]: alligator clip detached from wire on epidural. Patient unable to receive epidural medication post-op for ~1 hour because the pain team had to reattach device.